Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically inspected. Inspection revealed partial separation of the shaft, located at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that shaft kink occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During insertion, it was noted that the device was kinked. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good. However, device analysis revealed a partial separation at the collar of the device.